Event description:
A (B)(6) female pt had a case of pigmented villonodular synovitis diffuse type (pvns) in the right hip. This had also resulted in the loss of cartilage. Hip resurfacing with the corin cormet titanium metal on metal acetabular and femoral components were used to complete a synovectomy and address loss of cartilage. Two years post resurfacing, pt started to experience reduced adl, mobility and strength and increased pain. At 2 years 6 months, a 1-2 inch protrusion/swelling was visible in the groin area of the right hip and after activity (prolonged walking) the right hip joint would feel very swollen, impinged and painful. At 2 years 10 months, pain had increased and hip became non weight bearing. X-ray was unremarkable. MRI revealed a cyst in right hip groin area and atrophication of the right iliopsoas. Blood work indicated low levels of metal. Cyst was then aspirated during CT guided surgery and hip capsule was injected with a steroid to reduce inflammation. Path report completed on cyst fluid indicated hi levels of metal-chromium and cobalt. Revision of the hip was recommended pending ongoing eval of pain and adl.